Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during shuttling of a 5f mynxgrip vascular closure device (vcd) the user experienced signification resistance. The white advancement tube was not visible; therefore, the device could not be deployed. Hemostasis was achieved using manual compression for thirty minutes or less. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The storage temperature did not exceed 25°celsius. There were no visible signs of device or package damage prior to use. The user fully shuttled down the device, experienced significant resistance during shuttling, but did not apply unusual force while retracting the unknown sheath. No resistance or friction occurred as the mynx was advanced through the unknown sheath. The advancer tube was not engaged or visible. The unknown sheath was not kinked or bent. The patient was not hospitalized nor had an extended hospitalization due to the event and has since recovered. Angiography confirmed suitability of the femoral artery, including unknown sheath insertion angle of 30¿45 degrees. Vessel diameter was confirmed =5 mm, and no obvious calcification, plaque, stent, or >50% stenosis was observed at or near the puncture site. Vessel tortuosity was not present. Before using the mynxgrip vascular closure device (vcd), there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The mynx vcd was used in a diagnostic procedure with a retrograde approach used. The physician achieved certification on the use of the 5f mynxgrip vascular closure device (vcd). The patient was not morbidly obese. Other procedural details were requested but were not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, during shuttling of a 5f mynxgrip vascular closure device (vcd) the user experienced signification resistance. The white advancement tube was not visible; therefore, the device could not be deployed. Hemostasis was achieved using manual compression for thirty minutes or less. There was no reported patient injury. The device was stored and prepared according to the instructions for use (IFU). The storage temperature did not exceed 25°celsius. There were no visible signs of device or package damage prior to use. The user fully shuttled down the device, experienced significant resistance during shuttling, but did not apply unusual force while retracting the unknown sheath. No resistance or friction occurred as the mynx was advanced through the unknown sheath. The advancer tube was not engaged or visible. The unknown sheath was not kinked or bent. The patient was not hospitalized nor had an extended hospitalization due to the event and has since recovered. Angiography confirmed suitability of the femoral artery, including unknown sheath insertion angle of 30¿45 degrees. Vessel diameter was confirmed =5 mm, and no obvious calcification, plaque, stent, or >50% stenosis was observed at or near the puncture site. Vessel tortuosity was not present. Before using the mynxgrip vascular closure device (vcd), there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The mynx vcd was used in a diagnostic procedure with a retrograde approach used. The physician achieved certification on the use of the 5f mynxgrip vascular closure device (vcd). The patient was not morbidly obese. Other procedural details were requested but were not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2511204 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint ¿shuttle shuttle advancement issue and sealant failure to deploy advancer tube¿ could not be evaluated. Without the return of the device, the exact cause of the reported event could not be determined. However, it is possible that the advancement issue experienced could have been caused by the sealant swelling up prematurely or procedural sheath factors, both of which can cause resistance during the shuttle deployment step. Premature swelling of the sealant can occur when a high amount of tension is applied to the balloon catheter during the shuttle deployment step and/or failure to open the sheath¿s stopcock before shuttle advancement, which can result in a tight seal at the tip of the sheath. As the device is advanced, blood can be trapped inside the sheath due to the tight seal, causing the sealant to hydrate prematurely and contribute to a shuttle advancement issue. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective or preventive action will be taken at this time.